Event description:
Voluntary report program ref# mw1038712 was received in which a physician reported that a female pt has fusarium corneal ulcer and was using renu with moistureloc multi-purpose solution (lot gw5024) prior to this diagnosis. Cultures from cornea and contact lens were positive for fusarium. Cultures from solution bottles (old-lot gla4117; new-gw 5024) and contact lens for the other eye was pending. The pt has a paracentral ulcer which will probably result in some vision loss. The pt was given treatment of amphotericin 1.5 mg/ml and natacyn. It was unk if the pt's condition has resolved. It should be noted that the reported gw5024 was not a valid lot number.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for number produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis is unusual circumstances. We are continuing to investigate the link but in the meantime, we are taking the most responsible action in the interest of our customers be discontinuing the moistureloc formula and recalling all distributed product.